Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has not received the green sureform 60 reload during this reported event for failure analysis investigations. The stapler logs show a sureform 60 stapler instrument was installed on the system 3 times and fired 3 reloads (1 green, 1 white, 1 green, in that order). On each install, the first clamp was successful, and the firings were completed with no pauses, no pauses, and 1 pause for compression, respectively. On the 3rd firing, the firing force was very high. The instrument was then removed and not used in the procedure again. There were no stapler-related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, tissue was pushed out and not cut when a green sureform 60 reload was fired with the sureform 60 stapler instrument. The event occurred while the surgeon was creating the gastric pouch and stapling across the stomach. The stomach tissue was noticeably pushed out of the reload and the staples were dumped into the abdomen which were retrieved. A new sureform 60 stapler instrument and reload were opened. The surgeon then stapled medial to the pushed out tissue and successfully resected the additional tissue, which repaired the defect.